Manufacturer narrative:
Continuation of d10: product ID dvex3e4 ((B)(6)); product type: 0235-ICD; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was diagnosed with granuloma of the site, no infection or erosion was noted at the time. The patient was prescribed to apply silver nitrate to the site. Three months later, the patient returned to the cardiology clinic with concern of infection. The device appeared to have pressure in the pocket resulting in pain and redness. Impending erosion of the device area was suspected. A plan was discussed to remove extravascular implantable cardioverter defibrillator (ev-ICD) system due to infection and to continue silver nitrate application. Two months later, the patient declined system extraction. However, the ev-ICD and lead continued to erode through skin. One month later, the patient was scheduled for explant but the procedure was post poned due to positive pregnancy test. The ev-ICD system remains in patient. No further patient complications have been reported as a result of this event.